Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the coil became fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital mu. The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted tha the stent shaft detached. Additionally, the positioner was not returned, however the suture was loaded and uncut. No other problems with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that a stent shaft was detached. Therefore, according to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement during the procedure could have caused the detachment that was observed. Consequently, affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event.